Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that she slept with the insr on and it burned her buttocks. Patient stated it was her fault that she slept on the insr. No further complications were reported/anticipated.